Event description:
It was reported that 2 as lvp 10d 4ss 4ss 2g-4wspk cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing came apart at the stopcock connection while priming and during infusion. Verbatim: "tubing came apart at stopcock connection".

Manufacturer narrative:
Investigation summary: no photo was received from customer, the complaint of separation could not be verified. Without a physical sample for testing, the root cause cannot be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)".

Event description:
It was reported that 2 as lvp 10d 4ss 4ss 2g-4wspk cv experienced component separation during use. The following was reported by the initial reporter: "it was reported that the tubing came apart at the stopcock connection while priming and during infusion. Verbatim: "tubing came apart at stopcock connection"".